Event description:
As reported by the legal department, approximately 3 years post op the initial tka, this female patient was revised. Reason was not reported.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (d10) concomitant device(s): 02-020-11-0320 - truliant ps cem fem ps cem right sz 2 5155581, 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t 5248473, 200-02-29 - three peg patella 29mm 5444754, 201-78-15 - holding pin mini sharp point 4 pk 5429154, 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7 276372, 521-78-23 - threaded pin size 2.3 collared 2pk s004088, 521-78-32 - threaded pin size 3.0 collarless 2pk s004308 (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given.